Event description:
Healthcare professional reported "deflation". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Manufacturer narrative:
Deflation has been removed from record. Record is a no complaint against the device and is no longer reportable to the FDA. Additional, corrected and/or changed data: b.5, h.6, h.11

Event description:
Healthcare professional reported "patient did not have a deflation". Deflation has been removed from the record. This record is no longer reportable to the FDA and is a no complaint against the device.